Event description:
The patient experienced irritating stimulation at therapeutic levels described as a burning and itching sensation. There was no known accident or incident related to the event. An x-ray was taken (date not reported) and it was found that the lead had moved. The lead was replaced. Following the replacement, the patient reported good stimulation coverage without irritation. There was no allergic reaction; the burning and itching was thought to be have been caused by the migrated lead irritating a nerve root.